Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient the external pulse generator stopped working and the patient passed out. The generator was replaced. It was further reported that the patient complained of blurry vision following the incident and a CT brain scan was administered but no abnormalities were noted. Follow-up is currently underway to determine whether any patient complications have persisted as well as the serial number of the generator. The generator was retained by the hospital for testing. No further patient complications have been reported as a result of this event. It was further reported that the generator had been received into service and that initial testing done by the hospital's biomedical engineer yielded no issues or anomalies noted.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the device stopped working. It was noted that the upper case was dented and broken, the lower case was broken, the keyboard was scratched and two side bail covers and one ring cover were broken. All found defective parts were replaced and all other identified issues were resolved. It then passed all final vxi tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.